Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the bg (blood glucose) values reached 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient was taken to the hospital via ambulance and the hospital threw away the pod. When she reached the emergency room (ER), they admitted her for two days. Patient experienced vomiting and dehydration. Treatment included an insulin drip, IV liquids, and a medication for vomiting. After the stay at the hospital, the mother made an appointment to see the pediatrician and changes were made to the patient's pdm (personal diabetes manager) settings.